Event description:
It was reported that a pump malfunction occurred after the device accidentally got wet at the beach. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The customer was informed that technical support would replace the pump with one that had updated software. Instructions were given on how to use the new pump, including sensor management and storage mode, which the customer acknowledged. A replacement pump was sent, and steps for returning the malfunctioning pump via ups were confirmed.